Event description:
It was reported that a minicap came loose against the transfer set during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. The sample received was visually inspected and no issue was noted. Critical dimensions were verified and no issues were noted. The sample received was functionally tested and no issue was noted. If additional relevant information is received a follow-up will be submitted. (Reported with (B)(4).)